Event description:
Patient called to report that her depuy lps knee replacement system, which was implanted on (B)(6) 2008, broke in (B)(6) 2013. Patient believes the rod is what caused the knee replacement system to break. She stated she had a lot of pain in her back and leg. After six weeks of pain, on (B)(6) 2013 she was finally diagnosed with a broken femur due to the broken knee replacement. On (B)(6) 2013, she had a complete femur replacement. Patient stated somewhere between (B)(6), she experienced a stroke from a blood clot that came loose from her leg. She stated she still experiences pain, problems with movement and her leg feels heavy. She said this has changed her life, she can no longer do all the things she used to do. She is extremely upset. She said she looked up the depuy recall numbers, and none of them matched any of her device component numbers, but she is concerned because a few were only a few digits off from the recalled devices numbers.